Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 6.8 mmol/l while the sensor glucose reading was 2.8 mmol/l. The customer stated that the sensor value was not available at night and it went into suspend. The sensor will not be returned for analysis.